Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test.no cosmetic damage noted.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 481 mg/dl. The customer felt symptoms of nausea, but was not hospitalized. The customer did not mention any form of treatment for their blood glucose levels. The customer declined to check the cannula for any damage. The customer did receive a no delivery alarm when the insulin pump was empty of insulin. The customer wanted to have their insulin pump replaced to rule out the possibility of a malfunction with their insulin pump. The customer sent their insulin back for analysis.